Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to failure to osseointegrate 16 days after implantation. The doctor indicated that bone resorption caused the implant removal. The patient had no significant medical history and has been recovered without complications.